Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, it was found that, plunger was broken. The patient contact was noted. Additional information has been received and stated that, the lens was removed during initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The device with the lens was returned loose in the opened carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has overrode the trailing portion of the optic. The lens was advanced to the fill line. The leading haptic was extended in front of the optic. The trailing haptic was folded onto the optic along the left side of the plunger. The plunger was removed and examined. The plunger was not broken. The flexible plunger tip was bent backward due to the plunger override in the device. This may have been interpreted as the reported complaint of ¿plunger broke¿. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause for the reported complaint cannot be determined. The plunger was not broken. The flexible plunger tip was bent backward due to the observed plunger override. This may have been interpreted as the complaint of "plunger broke". A qualified viscoelastic was indicated. Plunger override may occur: due to rapid advancement faster than the IFU (instructions for use) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).